Manufacturer narrative:
Evaluation results: visual inspection of the returned lens showed the lens was returned in liquid, it was split, torn and a piece of a haptic plate was torn off and missing. (B)(4).

Manufacturer narrative:
The lens accountability form was received with the patient information. (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. No consequences or impact to patient. Lens (iol), torn, split, cracked. (B)(4).

Event description:
It was reported that the cc4204a collamer single piece lens with aspheric was damaged while being loaded but it was not discovered until after the surgeon inserted it into the eye. The lens was removed immediately, without any patient injury. The reporter stated the incident was the result of a tech error.